Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8820222.

Event description:
It was reported the patient experienced inadequate therapy with their drg system. As a result, surgical intervention took place on (B)(6) 2024, wherein an additional lead was added to the existing system to address the issue. It is unknown which lead caused the issue.